Manufacturer narrative:
The physician reported that the device did not malfunction. The device history record was reviewed and no anomalies were noted. Product instructions for use have correctly listed esophageal fistula as a potential complication of rf ablation. Device training documentation provides appropriate instructions for correct device placement. Ncontact has requested further info from the hospital pertaining to pt status and operation notes multiple times. This report represents info known to date.

Event description:
A (B)(6) male pt received epicardial ablation followed by endocardial catheter ablation on (B)(6), 2010. Physician reported that pt was hypoxic following the procedure and was re-intubated. Pt recovered and was discharged without further incident. Pt returned approximately a week and a half later when a CT scan was performed confirming a fistula between the esophagus and pericardium below the posterior pulmonary vein antrum. The fistula did not connect to the atrium and was repaired laparoscopically on (B)(6) 2010. Pt history indicated diagnosis of barrett's esophagitis. The physician stated that there was no device malfunction. Physician later reported on (B)(6) 2010 that the pt progressed to an atrial-esophageal fistula, suffered a critical stroke, and is on a ventilator. Further pt status not received at time of this report. Results of investigation indicate no device malfunction and that fistula may have resulted from inappropriate placement of device or other devices/instruments used.